Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a procedure. According to the complainant, during the procedure, the irrigation pump was not working intermittently. Reportedly, fluid flow from the console pump started and stopped in intervals of 10 to 20 seconds. It was discovered that the generator was equipped with non-bsc pump tubing; however, the users believe the issue was the pump motor. The generator was given to the site¿s biomedical engineering department for evaluation, and the users¿ decision to purchase new tubing is contingent on that evaluation. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The name and occupation of the initial reporter are unknown. (B)(4). The complainant was unable to report the serial number; therefore, the manufacture date is unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.